Manufacturer narrative:
Follow-up #1: date of submission 01/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: black box shows dates from 9/26/2015 -10/16/2015. Black box shows a unexplained "por" event on (B)(4) 2015 following an empty cartridge warning and loss of prime warnings on 9/27/2015. The balckbox shows pump was not in use from 9/27/2015 -10/8/2015. No battery cap returned. All testing performed with a test battery cap. Test battery cap is able to fully tighten. Battery compartment intact. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.